Event description:
Customer reported the c-arm was only booting to 5 arrows and stopping. They replaced the cpu pcb, now they are getting "iris pot" errors and "collimator stuck" errors.

Manufacturer narrative:
Gehc service personnel reinstalled the original cpu pcb and reset the bios. System booted up to iris pot and collimator stuck errors. Tried to recalibrate the collimator stops and found the iris drive motor was froze. Took the motor apart and reseated all the internal gears, motor functioned properly. Tried to recalibrate the collimator, kept getting the collimator errors, found the iris pot was defective. Noted that during auto fluoro operation, the dose would go to maximum (120kvp/6.3ma) and the video on the monitors was jumping all over. When I placed the system in manual technique (48 kvp/1.7 ma) the image was stable. Determined the sync signal from the system interface pcb = 5v (normal) but the signal at tp24 on x-ray controller was at 5v (should be = ov). The video and pilot tone signals were normal at the video pcb input connector j3. Philips medical systems ordered a collimator, video pcb and system interface pcb. They will install and contact me if they require me to recalibrate the collimator functions.